Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-15. Investigation summary : samples received for investigation. Upon visual inspection, no damage or issues in any of the parts can be noticed. The plunger is correctly molded and assembled in all of them. A device history review was performed for lots 2107124 and 2109051, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples from the same lot were evaluated, break out force and sustaining force test were performed, results were within the required limits. During manufacturing process break out force, and sustaining force are performed, results for lots2109051 and 2107124 are within specification limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. H3 other text : see h10.

Event description:
It was reported that 7,440 bd luer-lok¿ 1-ml syringes experienced difficult plunger movement, broken plunger rods, and issues with the volumetric accuracy. The following information was provided by the initial reporter: their customer is reporting back that when they are drawing up the vaccine the plunger isn't working & volume is wrong. Their customer is reporting back that it seems like the syringe plungers are defective and are therefore drawing up the wrong volumes. They are using the syringes to draw up vaccines.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2107124. Medical device expiration date: 2026-06-30. Device manufacture date: 2021-07-22. Medical device lot #: 2109051 . Medical device expiration date: 2026-08-31. Device manufacture date: 2021-09-06.

Event description:
It was reported that 7,440 bd luer-lok¿ 1-ml syringes experienced difficult plunger movement, broken plunger rods, and issues with the volumetric accuracy. The following information was provided by the initial reporter: their customer is reporting back that when they are drawing up the vaccine the plunger isn't working & volume is wrong. Their customer is reporting back that it seems like the syringe plungers are defective and are therefore drawing up the wrong volumes. They are using the syringes to draw up vaccines.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2107124. Medical device expiration date: 2026-06-30. Device manufacture date: 2021-07-22. Medical device lot #: 2109051 . Medical device expiration date: 2026-08-31. Device manufacture date: 2021-09-06.

Event description:
It was reported that 7,440 bd luer-lok¿ 1-ml syringes experienced difficult plunger movement, broken plunger rods, and issues with the volumetric accuracy. The following information was provided by the initial reporter: their customer is reporting back that when they are drawing up the vaccine the plunger isn't working & volume is wrong. Their customer is reporting back that it seems like the syringe plungers are defective and are therefore drawing up the wrong volumes. They are using the syringes to draw up vaccines.